Manufacturer narrative:
The pump was received with a frozen display followed by a constant tone due to a cold solder joint on the mother board. With a test mother board, the pump had intermittent button response due to a flattened esc button and act button dome switch. The keypad connector was fully locked. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed with a constant beeping that could not be stopped, and that the keypad was difficult to press. The customer did not recall the blood glucose reading. The alarm could not be cleared through pressing escape and act buttons, but disappeared after removing the battery for five minutes and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.